Manufacturer narrative:
Combination product: yes. The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
It was reported that oversensing on rv egm with inhibition of v pacing (approx. 3 secs) was noted. Rv sensitivity programmed fixed 4mv. Rvat and rv impedance stable. Lead remains implanted.